Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint cannot be confirmed. No definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Review of the DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Pt info: unk. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve on the precision sheath was leaking during the case. The procedure outcome was successful, and no surgery was required. The patient was in stable condition. Additional information was received on 01jul2021. The estimated blood loss was less than 250cc. Additional information was received on 02jul2021. The case was a neuro-diagnostic procedure. The case was able to be completed successfully since the blood loss was not severe.